Event description:
It was reported that the patient had concerns regarding their device/therapy. Per patient, they have "had nothing but problems and aggravation from it". Per patient, the "catheter broke open at spinal entrance. It now has to be replaced". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8711, lot# j11345r36, implanted: 2003 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information reported that the patient had a 'failed pump and catheter' for the last 13 months. It was noted that the pump had been 'put in wrong' and the damaged catheter should have been replaced. A neurosurgeon was being sought to implant a new pump and catheter.

Event description:
Additional information received later indicated that the hcp was going in to remove the damaged catheter (at pump/catheter connection) and replace it as of the date of this report. Cause of the event was not known. Drugs delivered via the device were dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).